Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer has to press the button "2" multiple times to be able to interact with the pump. Customer's blood glucose levels was not impacted. It was indicated that the customer will continue to use the pump for continued insulin therapy.